Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description:. Root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that shield displacement occurred with relion® insulin syringes. The following information was provided by the initial reporter, "several syringes had crooked needle shield placement. Had difficulty removing the shield and when it came off the needle hub separated into the shield. Verbatim: relion syringe 3/10 ml 6 mm 31g lot # 8239919. Finding several with the needle shield on crooked to the syringe. = incorrect. Placement of shield. Needle did not go thru shield. Finds removal of shield hard to remove. Finds when removes the shield the needle assembly goes with it. "